Manufacturer narrative:
The insulin pump had currents within specification. No unexpected low battery alarm or button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, battery tube threads and a cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump has not been working for the past two weeks due to a button error alarm. Customer stated that the insulin pump returned a low battery alert, and once he installed new batteries, the button error alarm occurred. Customer's blood glucose level at the time of the call was 115 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.